Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. (B)(4): device still implanted.

Event description:
It was reported that the twinfix screw broke. The surgeon was unable to extract it because the inner and outer head was freely spinning. Revision surgery is scheduled for (B)(6).